Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to 04/01/2021.

Manufacturer narrative:
H4: device manufactured between august 28, 2020 to august 31, 2020. H10: the device was received for evaluation containing 59ml of residual drug fluid in the bladder.. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a japanese infusor sv (small volume) under infused during a patient infusion at the patient¿s home. The total filling volume of the device was 115ml of unspecified medication which was expected to infuse in 46 hours. However, after 46 hours, less than 57.4ml was infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.